Manufacturer narrative:
(B)(4).

Event description:
The patient had been in the hospital a few times over the past year. She would lose consciousness and the ambulance had to come and get her. It was thought that something was occurring with the pump. There had been no volume discrepancies with refills. Additional information has been requested; a follow-up report will be sent if additional information becomes available.